Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni event description: information received via customer complaint form, on (B)(6) 2026: [translation]the tip of a laparoscopic trocar broke off inside the patient's abdomen and was not recovered. Additional information received by an applied medical representative via email on 22jan26 & 27jan26: waiting for more information. Return possible but waiting for details. Hospital doesn't want replacement nor credit. Nca complaint email received 23jan26: regulatory health authority reference number (B)(4). Intervention: laparotomy performed to try and locate the tip, but without success. Patient status: no patient injury or illness were reported.